Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: there were replace battery alarms in the pump history with no low battery warning beforehand. The pump's electrical current draws were within specifications. There was moisture in the display. The pump casing was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.